Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform any test due to keypad unresponsive. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 232 mg/dl. Customer mentioned he was by the pool. Customer's blood glucose was 460 mg/dl at the end of the call. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.